Event description:
It was reported that the compressor had vibrations during the use of the ventilator. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor had vibrations during the use of the ventilator. During investigation on-site, the field service engineer found that the compressor had a strong vibration and that the compressor with motor caused the problem. The customer declined, however, the service/repair quotation. No further information has been received. If the compressor won't start due to a defective compressor motor, the compressor will fail to deliver compressed air. A connected ventilator will then switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. Additionally, if no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated. The provided information does not lead to a clear conclusion about the cause of the reported event. Only noise from the compressor should not affect delivered gas volumes. There is no information indicating variation in delivered gas volumes.

Event description:
Manufacturer ref.#: (B)(4).